Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step due to contamination in the flow sensor and inlet line proximal filter during testing. The device's flow sensor and inlet line proximal filter were replaced to address the issue.